Event description:
It was reported that noise and low amplitudes were noted on this right ventricular (rv) lead. All lead measurements remained within normal range. Technical services (ts) provided troubleshooting recommendations. This lead remains in-service at this time. No adverse patient effects were reported. Additional information was received. Technical services (ts) analysis of data found right ventricular (rv) lead noise, leading to oversensing and pacing inhibition. Troubleshooting options were provided. This device remains in-service. No adverse patient effects were reported.